Event description:
During office visit for anemia, capsule ingested about 6 months ago has been seen in x-ray in several pieces. Surgery was scheduled for treating the strictures holding the capsule pieces. Surgery was performed during which 12 crohn related strictures have been treated and capsule pieces successfully removed. Patient is well and additional handling is required.